Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear and/or joint instability which may have led to wear. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left knee was revised approximately 7 years 2 months post initial operation. Surgeon performed a synovectomy surrounding the affected knee. Mild osteolysis was present. Patella exhibited mild wear along lateral tracking path. Tibial insert had mild wear medially and posterior to post. Femoral and tibial component were well fixed. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: (B)(6), 02-010-01-0240 - lgc femoral ps cem left sz 4; (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.